Event description:
While removing the penumbra 032 reperfusion catheter from the package the physician noticed the catheter was broken at one place. The product never actually was used on the patient, and never left the sterile table. They said the product was not damaged removing and they feel it was like that out of the box.

Manufacturer narrative:
Device investigation: results: there is a break in the exterior surface of the catheter 44 cm from the distal tip. There is some clear unidentified substance adhered to the distal tip of the catheter. The substance is attached to one side of the distal tip and extends proximally for approximately 2.0 cm. Conclusion: the damage noted in the complaint is confirmed. The cause of the break cannot be immediately determined. The unknown substance adhered to the catheter was tested by an outside laboratory and determined to be the hydrophilic coating material applied to the catheter during manufacturing. The proposed explanation for this finding is that the hospital hydrated the catheter prior to use, as outlined in the IFU. They then pulled that catheter from the hoop and noticed the break. The catheter was then set aside because it could not be used with the break and the coating, a hydrogel, flowed and dried on the surface as seen during the investigation. The cause of the break is unknown but may have been caused during removal of the catheter from the packaging if proper care was not exercised during handling. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.